Event description:
A customer contacted baxter's technical service center reporting that she saw fluid under the homechoice (hc) machine after therapy. The home patient (hp) had two bags connected. One on the heater bag and one on the second shelf of the hc machine. The hp uses the luer connection and stated that she had had no problems. Per hp, no fluid was found anywhere else, and no alarms occurred. The technical service representative (tsr) asked the hp to call prior to setting up that night to ensure she was doing everything correctly and also suggested that if she saw solution to call baxter as we would want to know if the bottom of the hc machine was wet anywhere. During a follow up with the hp regarding the leak, the hp stated that she had discovered the fluid, but was never able to figure out the cause of the leak. The hp confirmed that she did not notice any leaks, loose connections, disconnections or defects on any the supplies. Per hp, she did notify the nurse who was also unsure of the source of the leak. The hp stated that she did not have any injury or harm as a result of this incident. Per hp, she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was reported for a leak found under the homechoice machine after therapy was completed. This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. A batch review was not performed since lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.